Event description:
On (B)(6) 2012, product surveillance attempted to contact the patient regarding an unrelated issue. During the conversation, the patient reported he was in the hospital for a cause related to peritoneal dialysis (pd) therapy. The patient stated that he was not feeling well enough to discuss details of the procard issue. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported incident. The following information was reported. On an unknown date in (B)(6) 2012, the patient was diagnosed and hospitalized with peritonitis. The nurse was unable to recall the cause of the peritonitis. Treatment was not reported. On an unreported date, the patient recovered from the peritonitis. On (B)(6) 2012, the patient died at home from a severe case of congestive heart failure. The nurse stated the death was unrelated to peritoneal dialysis (pd) therapy. A causality assessment was not provided for peritonitis. The nurse reported that she no longer had the patient records and had limited information regarding the hospitalization. No further information was available at the time of this call. On (B)(6) 2012, global pharmacovigilance contacted the peritoneal dialysis registered nurse (pdrn) regarding the event. The following information was reported. On an unreported date, the patient experienced a severe case of congestive heart failure manifested by an ejection fraction of 12%. Treatment was not reported. The nurse clarified, the patient died at home from an unknown cause, but the nurse attributed the death to the congestive heart failure manifested by an ejection fraction of 12%. The patient was still receiving baxter products at the time of death.

Manufacturer narrative:
(B)(4). This is report 2 of 3. This complaint is against the transfer set, but the transfer set in use at the time of the incident was unknown. The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed for potentially associated lots h11k17157 h12b10050 and h12c30049 with no issues noted during the manufacturing process. There were no deviations from standard procedure.